Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. A review of the system logs did not provide any insight into the cause of the lockup. Service reloaded system software and restored presets to eliminate possible software corruption.

Event description:
Previously submitted. During tee exam system froze with message "hardware fault."